Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing due to small r-waves, undersensing of r-waves, and loss of contact. The device is still in use. No patient complications have been reported as a result of this event.